Event description:
It is reported that surgeon was trying to remove the distal humeral plate and encountered difficulty removing the screw. The hex became damaged; and, therefore, prevented surgeon from removing the screw and plate. Surgeon used a synthes screwdriver, not a zimmer screwdriver.